Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml 29ga 1/2in bls 500 china experienced incorrect label information. The customer stated, "after taking solution, it was found that the needle tip with red foreign matter".

Manufacturer narrative:
Investigation summary: customer returned (1) 1cc, 12.7mm, 29g bd u40 insulin syringe in an open blister pack from lot # 7346990. Customer states that after taking solution, it was found that the needle tip with red foreign matter. The returned syringe was examined and no foreign matter was observed in or on any part of the returned sample. A review of the device history record was completed for batch# 7346990. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 1.0ml 29ga 1/2in bls 500 china experienced incorrect label information. The customer stated, "after taking solution, it was found that the needle tip with red foreign matter".